Event description:
Battery and lead telemetry data showed values inconsistent with documented specs.

Manufacturer narrative:
During the destructive analysis of the pacemaker electronic circuit, it was realized that the reference voltage which regulates a number of electronic functions showed a dc shift due to an internal leakage path in the electronic circuit. This type of defect is a low level phenomenon.